Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed, but the pairing issue was assumed to be resolved. There were no patient consequences reported.